Manufacturer narrative:
Investigation eval: our lab eval of the product detected no defect with the product. However, the report is confirmed as the actual use conditions could not be exactly duplicated in the lab setting. During the visual analysis it was noted that the catheter tip and cutting wire was intact and did not exhibit signs of deformation. Twisting of the tubing was not observed. The tip of the sphincterotome appeared slightly deformed in shape presenting a slightly over bent curved appearance. During the lab analysis, the sphincterotome was advanced through a duodenoscope that is placed in a simulated biliary position. The duodenoscope has an accessory channel that is 4.2 mm in diameter (model number olympus tjf-160v). The catheter exited the endoscope with the cutting wire facing 12:00 o'clock. The device was then bowed and the cutting wire remained facing 12:00 o'clock . (Appropriate orientation is approximately 11:00 - 1:00 o'clock). It was noted that entry into the simulated papilla was difficult giving an initial indication of misorientation. A discrepancy or anomaly that could have contributed to the reported event was not observed during our lab analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the lab setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our lab analysis. This limits our ability to conclusively determine a cause. Improper cutting wire orientation can occur if the distal end of the catheter is shaped manually. This sphincterotome catheter is precurved and is provided with a precurved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment: "note: do not apply manual pressure to tip or cutting wire of the sphincterotome to influence orientation, as this may result in damage to the device." Other factors that can contribute to improper cutting wire orientation include manipulating the handle with the catheter in a coiled position or with the precurved stylet inside the cannulating tip. The instructions for use advise the user to uncoil and straighten the sphincterotome upon removing the device from the packaging. The user is then instructed to carefully remove the precurved stylet from the cannulating tip. The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or precurved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Prior to distribution, all tri-tome pc triple lumen sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment result as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), a cook tri-tome pc triple lumen sphincterotome was used. The cutting wire orientation was at 10 o'clock, but should be between 11 and 1. The doctor had to make some adjustments with the endoscope to correct the cutting wire orientation and cannulate the papilla. The metro wire guide (preloaded in the sphincterotome) performed fine for this case. The procedure was completed without incident. A section of the device did not remain inside the pt;s body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.